Manufacturer narrative:
(B)(4). (B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon. The balloon had loose folds. There was a longitudinal rupture in the distal end of the balloon 1 mm proximal to the distal seal for a length of 9 mm. There were no scratches noted on the balloon. There was no other damage noted to the balloon catheter. The crossing profile was measured and met manufacturing criteria. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc would not cross the lesion. No patient effects were reported. No additional event or patient information is available. This is being filed based on the lab analysis which revealed a ruptured balloon.